Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the lower right seam. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the customer reported lot # 60223485; however, the lot # is not a valid baxter lot. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at the lower right edge. Of the bag. Functional testing was performed which revealed a leak from the affected area. Magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the tear/hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.